Manufacturer narrative:
Investigation is ongoing.

Event description:
Per report received from switzerland, it was a case of an implant of an unknown edwards thv valve within a pre-existing edwards surgical valve in mitral position by right transfemoral vein. More than five years after implantation, the valve was reported to be stenotic. As a result, a thv valve was successfully implanted, achieving a satisfactory procedural outcome. The patient tolerated the procedure well and remained in stable condition following the intervention.